Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device was received and evaluated. Visual observation confirms that the anchor is broke in half and the distal half was not returned. It was observed that the sutures were not attached to the anchor and they were separately wrapped around the inserter. This complaint can be confirmed. From the information provided, we cannot determine a root cause for this failure to have occurred. A batch record review has been conducted and our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other complaints of any type for this lot of devices that were released to distribution. Based on the overall complaint rate for this failure, no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
The affiliate reported while placing the anchor during an instability procedure (bankart), the anchor broke really easily while putting the anchor in the pre-drilled hole. The drill bit diameter was correct: 2.9mm. The procedure was completed with same like product.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.